Manufacturer narrative:
Date of submission: 16-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 16-mar-2018 with the following findings: during investigation, the battery compartment was found to be cracked below the bumper pad. Animas corporation  (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment. This report is made based on results of investigation completed on 16-mar-2018.